Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the patient (pt) with an implantable neurostimulator (ins). Pt has left leg pain and with the implant was able to take care of that pain, but pt is hypersensitive to everything that touches them. Rep reports the battery pocket and the spine pocket where the anchors were caused pt a lot of pain. Pt also reported incontinence after a few weeks of the stimulator being on. Rep reports when the device was turned off it would get better. Re-programming the stimulator did not help, no matter what program they were on it occurred. Rep reports the patient's caretaker was able to change from dtm, evolve, and ld programming settings since rep programmed those at the patient's post-op appointment a couple months ago. Rep reports turning down stimulation didn't help either. Pt also stated that they could hear buzzing in their ears/head when it was on and that was also not resolved with different programs. Rep reports the patient requested device removal as the pocket pain was too much even if they could fix the other issues they reported. The device was removed. Additional information was received from the rep. Rep clarifies the quadriplegia was not due to the manufacturer's device or therapy. Rep clarifies the patient experienced urinary incontinence. When asked the cause of the "'hypersensitivity to everything', pocket pain, and the incontinence/buzzing in the ears and head when the device was turned on" the rep writes "only when the device was turned off. "[Pt]" has been hypersensitive since "[their]" accident that broke "[their]" neck many years ago." Rep reports the patient's device was removed, they did not want it. Rep reports the issue was resolved. Rep reports the device will not be returned. Additional information was received from the rep. Rep clarifies the buzzing in the ears and the urinary incontinence went away once they turned stimulation off, when stimulation was on the patient experienced these issues, rep reports the pt's sensitivity is all the time since their accident. Rep reports the pocket was very painful for the pt especially when the pt is laying and sitting which is all the pt can do. Rep reports the complications from the patient's accident/neck fracture are definitely playing a role but the most likely cause was not determined. Rep reports the doctor thinks the pt may have weird physiological issue when stim is introduced for a long period of time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.